Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc catheter broke/separated after placement and leaked on (B)(6) 2025 at 1730 hours the nurse gave the patient an intravenous indwelling needle infusion puncture, in the indwelling needle drainage process found that the indwelling needle of the hose broken leakage, can not be used normally, the nurse that is to give the patient to replace the new closed type intravenous indwelling needle can be used normally.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review (lot#: 4323732): 1) this batch of products were assembled at intima ii auto line 3 in jan 2025 and packaged at r240 package line in jan 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the catheter batch used in this batch of products is 4328551, review the incoming inspection results, no abnormalities. 2. No defective samples and photos have been received, the state of the catheter damaged is unidentifiable. 3. 45 psi leakage test is carried out on the retained sample of this batch, and no leakage is found at the catheter. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received, the relevant tests cannot be carried out, and the state of the catheter damaged is unidentifiable, so the root cause of the leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.